Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's son reported via phone call that the device was not delivering insulin and was alarming auto off alarm. Customer had a heart attack and was sent to the emergency room. Customer's blood glucose was over 1200 mg/dl. Customer was wearing the device at time of hospitalization. Customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The auto off alarm functioned properly during our testing. The insulin pump passed displacement test, rewind, basic occlusion test, self-test and a21 error test. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump had minor scratched display window, scratched case, cracked battery tube threads and cracked reservoir tube lip.